Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer main 2.1 and pockets was not detected on the bus. A technical support specialist contacted the customer for investigation but the customer confimed device was working and requested to close the complaint file. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device was not communicating. Customer stated that the several pockets was not detected on the bus and there was a delay in patient care worflow. There were no adverse events or injuries reported based on this event.